Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings and increased insulin use that led to more frequent cartridge replacements, with blood glucose around 206 during the call and trending down to about 190 later; the underlying reason for the initial rise was unclear, and no device-specific component issue was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.